Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision: (B)(6), (B)(6) hospital (B)(6) 2018. No problem with our implants. Patient with bmi of 50. Thrashed around in recovery after surgery causing humeral shaft to fracture. Had to revise to a cemented stem one week later. Unknown_jrn: 130770024 stem.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.